Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Case becomes an incident. New events added: abnormal bleeding (vaginal), menorrhagia,dysmenorrhea (cramping), pelvic pain, vaginal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 763647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and ovarian cyst. (B)(6) 2016-final diagnosis and robotic)-assisted total hysterectomy with bilateral salpingectomy and right ovarian cystectomy: cervix: mild chronic cervicitis. Endometrium: secretory phase. Myometrium: without diagnostic abnormality. Bilateral fallopian tubes: without diagnostic abnormality. Right ovarian cyst: hemorrhagic corpus luteum. Serosa: without diagnostic abnormality. Concurrent conditions included migraine, nausea, pyelonephritis, renal calculus, hematuria, urinary tract infection, myalgia, abdominal pain, hypokalemia, chronic cervicitis and endometriosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dysmenorrhea, menorhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- lot number added. New reporter, race, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 763647- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, ovarian cyst, photophobia and cesarean section. (B)(6) 2016-final diagnosis and robotic)-assisted total hysterectomy with bilateral salpingectomy and right ovarian cystectomy: cervix: mild chronic cervicitis. Endometrium: secretory phase. Myometrium: without diagnostic abnormality. Bilateral fallopian tubes: without diagnostic abnormality. Right ovarian cyst: hemorrhagic corpus luteum. Serosa: without diagnostic abnormality. Concurrent conditions included migraine, nausea, pyelonephritis, renal calculus, hematuria, urinary tract infection, myalgia, abdominal pain, hypokalemia, chronic cervicitis and endometriosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dysmenorrhea, menorrhagia the lot number reported (763647) is not valid most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch not valid). On (B)(6) 2020: medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.